Event description:
It was reported during removal of the stimulator they noticed the insulation on the proximal end of the lead body had been pulled back and the conductive ¿filars¿ were exposed. There was no complaint of uncomfortable stimulation.

Manufacturer narrative:
Concomitant: product ID 3889-28, explanted: 2014-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Information on stimulator and lead replacement accidentally omitted from first report.

Event description:
Stimulator and lead were replaced.